Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port broke from the line and "sprayed" the patient and nurse with blood and saline. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review; which disclosed the following: lot 7363954; was manufactured (built and packaged) on nfa line #1 from (B)(6) 2018 through (B)(6) 2018 for a total of (B)(4) units. All challenge, set-up and in process inspections were performed per specifications. Review disclosed that there were 2 non-related qns initialed during the build of this lot. The qns-disposition of the product, root cause and corrective action were applied according to the quality control plan. Sap (qn) review; was conducted and disclosed the following: there were no reject activity findings relevant to the alleged defects associated with the lot number provided for this incident; as there were 2 non-related qns generated for this lot. Received one used 20ga bd nexiva closed IV catheter d/p system in three portions accompanied by an undamaged unopened package from lot 7363954. Portion 1 was the needle assembly that was fully pulled back within the tip shield. Portion 2 was the catheter/adapter and extension line with the pinch clamp engaged portion 3 was the dual port luer/adapter assembly with a q-syte attached at each port of the dual port and a miscellaneous syringe attached to one of the q-syte. Visual/microscopic evaluation: there were no signs of adhesive at/near the end of the extension tubing, where it detached from within the nose of the dual port luer/adapter. There were no signs of adhesive within the nose of the dual port luer/adapter (insufficient bond). There were signs of dried adhesive present on the outside of the nose of the dual port luer/adapter (incorrect placement of adhesive). Conclusion(s): relationship of device to the reported incident: manufacturing - the defect of (1) blood excess / splash / spill / exposure and (2) catheter broke/separated after placement associated with this incident report resulted from the extension tubing not being properly bonded (adhered) within the dual port luer/adapter. The findings in this incident (no evidence of adhesive) is evidence to confirm and support manufacturing process related issues as the extension tubing was not properly bonded (adhered) within the nose of dual port luer/adapter during the manufacturing bonding operation. CAPA 684099 was opened to investigate the separation inserter from tubing complaints and implement corrective actions.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port broke from the line and "sprayed" the patient and nurse with blood and saline. There was no report of serious injury or medical intervention.